Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Customer's blood glucose level was 116 mg/dl. Reportedly, customer declined troubleshooting with tandem technical support.